Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 155 mg/dl. Customer stated that the esc button was not responsive and it seems like the pump rewinds slowly. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prim and excessive no delivery test due to buttons not responding. Insulin pump received with broken belt clip slot.